Event description:
The surgeon attempted to implant an aq2003v 3 piece silicone lens. The lens tore prior to insertion into the eye. No patient contact or injury. The cause of the lens tear was unknown.